Event description:
It was reported that the shaft was separated. The approximately 85% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. In the preparatory stage after opening the product, when the wrapping tool of the balloon was attempted to be removed, it was noted that the wrapping tool was hard. Removing the wrapping was attempted with force, and the balloon part and the shaft part came off (cut off). The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned with the balloon protector in place on the device. For investigation purposes the investigator fully removed the protector without issue. A visual examination identified that the balloon was not subjected to positive pressure. The balloon material and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft polymer extrusion to be completely detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. The device was received with the balloon protector in place on the device. The investigator was unable to apply a vacuum to the device due to a shaft break. For investigation purposes the investigator removed the balloon protector with a little resistance experienced as negative pressure could not be applied to the device. The balloon protector's inner diameter was verified at 0.0435 inch using a calibrated pin gauge . This is within the specified range of 0.0420 inch to 0.0435 inch. A visual and microscopic investigation identified no damage or any issues with the marker of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft was separated. The approximately 85% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. In the preparatory stage after opening the product, when the wrapping tool of the balloon was attempted to be removed, it was noted that the wrapping tool was hard. Removing the wrapping was attempted with force, and the balloon part and the shaft part came off (cut off). The procedure was completed with a different device. No patient complications were reported.